Manufacturer narrative:
The instant detacher was not returned for evaluation; therefore, any contributing factors from the instant detacher could not be assessed. The device was returned for evaluation with the pushwire and the implant coil still attached. The tack weld replacement (twr) crimp and the pushwire distal to the break indicator at the manual detachment location (via hypotube) were found to be intact. No defects were found on the pushwire. The implant coil appeared to be in good condition and attached to the pushwire within the introducer sheath. The cause for the non-detachment could not be determined. The implant coil was successfully detached with an in-house instant detacher. In addition, all parts of the pusher which could affect detachment were found to be within specification, and no defects were observed on the axium coil. All coils are 100% inspected for damages and irregularities during manufacture. The lot history record review of the reported lot number showed no discrepancies that might have contributed to the reported event. (B)(4).

Event description:
Medtronic (covidien) received information regarding an incident with a manufactured product. During the aneurysm embolization treatment with an axium coil, it was reported implant coil could not be detached with instant detacher as well as with the manual detachment (breaking hypo tube method, an alternative method presented in the instructions for use). The coil was removed from the patient and the physician used another coil and finish the procedure. No patient injury reported as a result of the event.

Manufacturer narrative:
The device was not returned for analysis; therefore, the event cause could not be determined. The lot history record review of the reported lot number showed no discrepancies that would have contributed to the reported experience. (B)(4).